Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a battery out limit. Off and no power alarm. The customer¿s blood glucose was 389 mg/dl at the time of incident. Customer stated that the insulin pump alarmed off no power without the low battery alert warning. Customer also reported crack on the insulin pump reservoir window. Troubleshooting was performed and completed on all insulin pump issues. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, battery out limit alarm or power loss alarm noted during testing. Off no power alarm functions properly during testing. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube window corners.